Event description:
It was found the pt has twiddler's syndrome causing the leads and device to twist within the pocket. The lead tip was found to be in contact with the device can. The entire system was removed from service and returned to biotronik. MDR 1028232-2009-01311 and MDR 1028232-2009-01312.